Manufacturer narrative:
Initial report filed under manufacturer number 9681138, this number has since been changed to 3003721894. All follow up reports will be submitted under the current manufacturer number of 3003721894. 3003721894-2016-00016 is associated with argus case (B)(4) poligrip ultra denture adhesive cream. Summary of investigation: the complaint sample was sent to the lab for analysis, see results below: test: description specification: a reddish pink mass of gums of petrolatum, free of lumps, granular particles or foreign matter. Result: fail, a large lump of solidified product was found in the complaint sample. Test: ph specification: 6.5 - 7.5. Result: 6.7 (conforms to specification). Testing performed on retain sample, see results below: test: description specification: a reddish pink mass of gums of petrolatum, free of lumps, granular particles or foreign matter. Result: conforms to specification with regard to the complaint sample failing the description test, this type of complaint is believed to be related to the consumer exposing the fixative cream to moisture. When the product is exposed to moisture and dries, it becomes a hardened material around the tube nozzle area. The batch documentation was checked before release and also on receipt of this complaint and found to be satisfactory. 07 february 2021: follow-up 1 report was erroneously submitted, as follow-up to 9681138. This is a corrected initial report.

Event description:
Weak bladder [atonic urinary bladder]. Dizzy periods [dizziness]. Stomach pains [stomach pain]. Severe and painful diarrhoea [diarrhea]. Cramps [cramp]. Discomfort in digestion [digestion impaired]. Discomfort in bowels [bowel discomfort]. Chronic flatulence [flatulence]. Overuse of product [extra dose administered]. Painful diarrhoea [diarrhea]. Case description: this case was reported by a consumer and described the occurrence of dizziness in a male patient who received gsk denture adhesive cream (poligrip ultra denture adhesive cream) unknown for product used for unknown indication. In 2015, the patient started poligrip ultra denture adhesive cream. In 2015, an unknown time after starting poligrip ultra denture adhesive cream, the patient experienced dizziness, stomach pain, diarrhea, cramp, digestion impaired and bowel discomfort. On an unknown date, the outcome of the dizziness, stomach pain, diarrhea and cramp were recovering/resolving and the outcome of the digestion impaired and bowel discomfort were not recovered/not resolved. It was unknown if the reporter considered the dizziness, stomach pain, diarrhea, cramp, digestion impaired and bowel discomfort to be related to poligrip ultra denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. This case was associated with a product complaint. Additional details: the consumer reported that they had purchased the product a few weeks prior to reporting. After they used it they noticed a small hard lump in the base of the tube and assumed it had squashed or kinked in some way. Days later, the patient experienced dizzy periods and stomach pains. Followed by severe and painful diarrhoea and cramps.the consumer reported the symptoms were disappearing slowly, but they still had "discomfort indigestion and bowels." Follow up received 19 march 2015: concurrent conditions included arthritis. Concomitant medication included ibuprofen. The patient used poligrip ultra once or twice daily as dental fixative from (B)(6) 2015. The patient used the product on half denture plate fix, top and bottom. The events started in (B)(6) 2015. The patient experienced severe and painful diarrhoea. The diarrhoea was almost projectile, pianful and hot. It lasted a week. The patient had occasional cramps. In (B)(6) 2015 the patient also experienced weak bladder (serious criteria gsk medically significant) and chronic flatulence. Overuse of product was also reported. Poligrip ultra was discontinued in (B)(6) 2015. The symptoms began to ease (2 to 3 weeks duration). The outcome of the weak bladder and flatulence was unchanged. It was unknown if the reporter considered the weak bladder and flatulence to be related to poligrip ultra. Qa report received on 13 march 2015: qa results revealed the complaint was unsubstantiated.